Event description:
Family members reported customer being hospitalized due to high blood glucose levels. Customer experienced symptoms of vomiting and chest pain. Family members noted cannula out of body and being bent. Family members uncomfortable with pump, returned for analysis.